Event description:
It was reported that this right atrial (ra) lead was explanted due to noise resulting from clavicular crush. X-ray showed an impingement on the ra and rv leads. Noise on the lead led to oversensing and v-pacing inhibition and multiple episodes of near syncope. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).